Event description:
A report was received that, during reprogramming, a 10h0 error code appeared. Multiple attempts to clear the code have failed, and firmware upgrades have been unsuccessful. The patient's ipg may need to be replaced.